Event description:
It was reported the sjm rep found several contacts invalid when reprogramming the pt. The sjm rep was able to successfully reprogram the pt and provide full stimulation coverage. F/u determined the pt has moved and changed physicians. Images of the lead were taken. The sjm rep interrogated the system and found eight contacts with high impedances. The physician plans surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.